Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and it was confirmed the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction code returned.